Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the tubing and the luer connector in the patient line is incomplete and solution leaks out during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.